Event description:
The report indicated that the pod "quit working without any alarms" from the pdm. As a result, the customer went into dka and was admitted to the hospital in "critical condition" with a bg reading of 739 mg/dl. The customer stated he could have lost his life "due to a malfunction" of the pod, though no specific failure mode was reported. It is unk what product issues were encountered while he was wearing the device. He said the pdm indicated that the pod "was still working correctly," so he continued administering correction boluses, "which never worked." The customer reportedly "vomited and was deathly ill for two days" before being taken to the emergency room; he admitted in the ICU for three days. The pod will not be returned for evaluation. Note: in order to gain a better understanding of what may have occurred, insulet customer support had attempted to contact the customer for information related to the pdm involved with this event. This information could not be obtained.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 200s-range mg/dl and 94 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.